Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not determine an instrument malfunction. There were no errors associated with the bhcg results, and the replicates matched from within the aliquots. All the results were run from the same reagent well and the same draw. Quality controls had been in range on the day of the event. The cause of the discordant, false negative bhgc results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false negative beta human chorionic gonadotropin (bhcg) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting without change. The sample was then repeated three times on the same instrument, resulting higher with every subsequent repeat. The sample was then tested on an alternate instrument, resulting higher and matching the results of the third and fourth repeats. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative bhcg results.